Event description:
Per the audiologist's report, the patient's parent began reporting that the sound processor on the right side (the patient has bilateral implants) was intermittent and that sound through that processor was of poor quality. The results of an integrity test done by the center in 2007 were reviewed by cochlear personnel and were judged to be consistent with normal device function. Exchanging the external equipment multiple times did not resolve the problem. The patient's right side device was explanted and a new device was reimplanted on the same side approx two months later.

Manufacturer narrative:
This type of event is addressed in the device labeling.